Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) which was detected via the patient's remote monitoring system. Additional information indicated that there was noise being oversensed on this pace/sense lead which was inhibiting pacing. There was some question of interference from left ventricular assist device. The system will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information received that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and was no longer in service. As per records showed that the crt-d was at elective replacement time (ert). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.